Event description:
Information received indicates, the ground resistance is high.

Manufacturer narrative:
The technician found the ground wire was loose in the power cord plug. The technician tightened the ground wire connection to repair the bed.